Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. No serial number was provided or obtained therefore a pm search cannot be conducted. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brakes were not holding. The bed was located in room 204 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).